Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a damaged cable connector. However, the specific cause of the damaged cable connector was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.] Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had an image problem, lines on the screen. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: a broken connector seal, confirmed lines on the screen due to a faulty cable and a failed leak test due to broken connector seal. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.